Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous and severely calcified proximal right coronary artery. A 2.50x32mm taxus liberte stent delivery system (sds) was advanced through a previously deployed non-bsc bare metal stent and there was difficulty advancing the sds. The device interaction caused more or more of the taxus liberte stent struts to become damaged. The taxus liberte sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were stent struts stretched and bent with contrast media in the first two distal rows. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported device interaction with another device and difficulty advancing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous and severely calcified proximal right coronary artery. A 2.50x32mm taxus liberte stent delivery system (sds) was advanced through a previously deployed non-bsc bare metal stent and there was difficulty advancing the sds. The device interaction caused more or more of the taxus liberte stent struts to become damaged. The taxus liberte sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.